Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the head of the screw was stripped and was unable to be removed from the implant. Tooth location 11.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 67. The reported device was not received for evaluation. The reported condition of a fractured screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed due to the device not being returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported unknown lz screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number could not be conducted as not enough information was provided for the reported unknown lz screw. However, a complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now as it is the most common zimmer screw. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the related device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.